Event description:
During a follow-up, an increase in capture threshold due to a fracture of the right ventricular (rv) lead was noted. The lead was capped and replaced and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.